Manufacturer narrative:
Reliability analysis inspected five opened/used enlite sensors and performed bicarbonate buffer testing. Two of five sensors failed per specification. One of two failed due to high readings, and the second failed due to no signal readings. Checked lab transmitter for proper use and operation, and the transmitter passed per specification. The three remaining sensors passed per specification with accurate readings. Unable to perform or reproduce skin irritation in lab.

Event description:
The customer reported via telephone call that the sensors gave low readings and lead to threshold suspend. The customer reported that the sensor reading was 47 mg/dl when the blood glucose reading was 128 mg/dl and then the insulin pump alarmed for lost sensor. Another sensor did not get inserted correctly. The customer was advised on proper calibration and insertion. The blood glucose reading was 243 mg/dl and the customer reported that it was high due to a lack of sleep. The customer also reported that the insertion site caused irritation and scabs but showed no signs of infection. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.